Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; the main component of the system, other applicable components are: product ID: 3389-28, lot# 0213058846, implanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3389-28, lot# 0208749717, implanted: (B)(6) 2015, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Conclusion code has replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient fell and there were suspicions of a fracture. The patient later had exams with the attending physician. The fracture issue did not seem to occur via the patient exams, however, the symptom of the underlying disease has been obviously aggravated (especially left side of the body) since the patient fell down. During impedance measurement, since trembling was noted, there were stimulation effects but it was suspected that the effects decreased. High impedances were noted. Contacts (electrodes) that were not used were slightly high. There were no any abnormalities in the chest x-ray and head x-ray. The patient had an upcoming appointment scheduled for (B)(6) 2018 to check connection status, the result of which could potentially lead the hcp to replace the patient's adaptor. No further complications were reported as a result of this event. Stimulation and impedance information is noted below. Left ins: stimulation settings: ch1 c+1- 3.2v 60/125. Ch2 c+2-3- 2.2v 90/125 left vim: amplitude 0.70 c & 0 2865 ohms; c & 1 1389 ohms; c & 2 1346 ohms; c & 3 1172 ohms; 0 & 1 3530 ohms; 0 & 2 3786 ohms; 0 & 3 3636 ohms; 1 & 2 2067 ohms; 1 & 3 2128 ohms; 2 & 3 1954 ohms. Group: 1294 ohms, 2.518 ma; 736 ohms, 2.964 ma right ins: stimulation settings: c+0-1- 2.9v, 60/130 right vim: amplitude 0.70 c & 0 1288 ohms; c & 1 1252 ohms; c & 2 2649 ohms; c & 3 2696 ohms; 0 & 1 1900 ohms; 0 & 2 3512 ohms; 0 & 3 3612 ohms; 1 & 2 3201 ohms; 1 & 3 3528 ohms; 2 & 3 4983 ohms. Group: 791 ohms, 3.700 ma.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated a surgical intervention to both the right side and the left side ins was performed. The connection between the ins and the extension, and connection between the lead and the extension were disconnected. Impedance was measured by an ens and an alligator clip. As unstable impedance (high or low) was not observed particularly, the cause of the event could not be identified. At this point, it is considered that the dbs system has no damage and the cause of exacerbation might be other factor(s). Suspicion of lead fracture still remained. The patient was under observation, and future action to be taken had not been decided.